Event description:
It was reported that during ablation, a perforation was discovered when the pt's blood pressure dropped from 100 to 50. Medical intervention administered was pericardial drain. The prognosis of the pt was reported to be excellent. Catheter used during the procedure was biosense webster rmt catheter. No product catalog number or serial number was provided.

Manufacturer narrative:
The section on precautions in the instruction for use states "careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade."